Event description:
It was reported that the pulse generator exhibited a capture anomaly; the device had an issue with auto capture. During threshold test via auto capture, an error message was displayed. Auto capture was programmed off and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.